Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7094635, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient underwent a lead revision procedure of the deep brain stimulation (dbs) system due to an unknown reason. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.